Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late.

Event description:
Explanting physician reported via regulatory agency "suspicion of alcl" and "an effusion, presence of liquid." Pathological markers have not been received. Affected side is left. The device has been explanted.

Event description:
Healthcare professionally additionally noted the device was ¿intact at explant but with an important velcro effect, double membranes¿. ¿left capsular periprosthetic tissue with a sometimes marked lymph plasmocytic inflammatory reaction, no malignancy¿. It has been confirmed that there is no alcl present in this patient. Device has been discarded.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon receipt of supplemental information it has been confirmed that no alcl is present in this patient. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.